Manufacturer narrative:
Both samples were collected in lithium heparin tubes without a gel barrier and centrifuged for 3 minutes at 7,200 rpm. The fill volume for sample 1/1 was approximately 1ml. The manufacturer recommended fill volume is within 10% of the volume stated on the collection tubes: which is usually either 5 or 7mls. Patient samples 2/1 was originally processed through the cta with quantity not sufficient (qns) errors. A field service engineer (fse) was dispatched and performed a preventive maintenance (pm). No hardware issues were noted. Although sample quality was addressed, no clear root cause could be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding troponin (accutni) results in the risk stratification range generated by the unicel dxc 600i synchron access clinical system for two patients. The results were reported out of the lab. Subsequent testing produced results within the normal reference range for both patients. No reports of death, injury, or change to patient treatment have been reported in connection with this event.